Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4). The product is not returned.

Event description:
It was reported that the patient had developed rashes and pruritis. Dermatologist and allergist were seen without relief. The patient sought treatment from several physicians, who concluded that the implants were responsible for patient¿s condition. The patient had the implants surgically removed on (B)(6) 2017, at which time the surgeon noted that the implants were leaking. Pathological evaluation of the patient¿s lymph nodes, removed during the explantation surgery, revealed reactive histiocytosis which is associated with silicone leaking from the prostheses. It was reported that the patient has suffered bodily injury and resulting pain and suffering, disability, mental anguish, loss of capacity for the enjoyment of life, hospitalization, medical and nursing care and treatment, loss of ability to earn money in the future.